Event description:
An mis procedure was conducted from t11 to l2. A percutaneous pin was placed in the psis, and rigidity was confirmed before instrumentation began. The surgeon placed screws on the left side at l2, l1, t12, and t11, while a resident placed screws on the right side at the same levels. The right t11 screw needed redirection as it was placed too cranially. The surgeon removed it, confirmed no pedicle breach, and accurately redirected the screw. System log analysis showed the initial system virtual trajectory was too cranial. The successful redirection of the screw without re-registering suggests user error rather than system malfunction. Although tool skiving might have contributed, without sufficient data, this could not be further investigated. As the root cause of the initial inaccurate screw placement could not be conclusively determined and cannot be determined to be solely due to user error, it was decided to report this event. No system malfunction was found, and all screws were ultimately positioned correctly without any adverse events.